Event description:
A caller reported experiencing a cgm error, specifically error 42, with their g6 sensor. After contacting customer technical support, the customer was guided through a complete pump reset. Following the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session. There was no adverse impact to the customer's blood glucose level.